Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. A review of the event history log found a record of a 'no disposable' alarm. Functional testing was unable to duplicate the reported problem. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an alarm. There was unknown patient involvement.